Event description:
Sorin group (B)(4) received a report of a lilliput ECMO oxygenator that leaked from the temperature probe well just prior to initiating ECMO. The oxygenator was changed out. Cardiac massage was performed while the device was changed out. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the lilliput ECMO oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The lilliput ECMO is not sold in the united states. However, the d901 lilliput oxygenator is distributed in the united states. The temperature probe well is common between both devices. This medwatch is being filed for this reason. The 510(k) number for the d902 lilliput oxygenator is k013915. Sorin group (B)(4) received a report of a lilliput ECMO oxygenator that leaked from the temperature probe well just prior to initiating ECMO. The oxygenator was changed out. Cardiac massage was performed while the device was changed out. There was no report of patient injury. The investigation is on-going. A follow-up report will be filed when the investigation is complete,